Event description:
The customer was hospitalized for unknown reasons. The customer had rapid heart palpitations and the doctor was uncertain if it was diabetes related or no. The customer also indicated that in the months customer has programmed several boluses that have not been recorded in the pump and customer thinks that did not go through due to the elevated high bgs. Troubleshooting was performed. The pump passed the functional testing.